Event description:
Catheter was implanted in 2006 and removed ten days later due to a reported leak in the catheter. The catheter was replaced with another sk27sh32 from the same lot without further incident.

Manufacturer narrative:
Upon careful examination of the returned catheter, it appears the catheter was punctured by a cannulated needle or tunneler by the user. Additionally, the catheter was used off-label since it was used as a temporary catheter in a pt with a fistula catheter in place that had not yet cured.